Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient reported multiple infections since implant. The patient reported blood infections without a specific organism or infection type identified and reported returning to the hospital and being treated multiple times for the infections. They are in so much pain and they don't think its working well for them. The patient reported that the issue was ongoing and requested removal of the spinal cord stimulator. The manufacturer representative (rep) indicated they would send any further information as they become aware.